Event description:
The patient's parents report that the patient is limp and has lost symptom relief since pump replacement in 2006. The drug dose has been increased. The patient has been hospitalized with pneumonia.